Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in severely tortuous and severely calcified vessel. A 6.0 x 150, 135cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 20 atmospheres in 10 seconds, the balloon ruptured and pinhole was noted on the balloon material. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was good.